Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the device¿s thread broke while being applied in the close of the uterus. There was no injury caused to the patient and no medical intervention was required.